Event description:
It was reported, the pt had heating at the ipg pocket while charging. The pt reported, the sensation begins 10 mins into charging; the heating was on the inside of her body, and moves upward. The pt was advised of the charging instructions. Due to communication issues, a new charger was sent to the pt. Follow up identified the replacement device did not resolve the communication issue nor the heating issue. The pt reported, she lost weight and the ipg felt superficial. The pt had been scheduled for surgical intervention due to these issues. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.